Event description:
Last week (july 9th) we were contacted by the oncology ambulatory services at (B)(4)hospital in (B)(4). Pt 12: 3 treatments with taxotere, one with 5fu, epirubicin and sendoxan. Thrombosis diagnosed august 26.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for eval. A chr review showed one other similar product complaint file(s) from this lot (288615).